Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: upon firing on the vessel, the clip was not applied. It seemed like the clip was not loaded into the jaws. Since bleeding was occurring, the procedure was converted to an open procedure. Tissue damage occurred.

Manufacturer narrative:
(B)(4).